Event description:
Patient was implanted with three cannulated screws on approximately (B)(6) 2013 for a femoral neck fracture repair procedure of the right hip. Screws appear to be synthes screws, but this has not been confirmed. On an unknown post-operative date, patient fell and fractured around the screw heads and below at the lesser trochanter small trochanter. On (B)(6) 2012, surgeon removed the screws and revised patient with long tfn. No further information is available at this time. This complaint is for an unknown cannulated screw. This is 3 of 3 reports for this event.

Manufacturer narrative:
Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Implant date is reported as about three weeks prior to (B)(6) 2013.

Event description:
This is report 3 of 3 for complaint (B)(4).